Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue; damaged battery compartment threads. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission: 18-sep-2018. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 04-sep-2018 with the following findings: review of the black box data revealed several unexplained records of power on reset. The battery compartment was cracked. A battery cap was not returned with the pump for investigation; a test cap was used to complete the investigation and was able to fit securely to the pump. The pump powered on and ez-prime steps successfully completed without power interruption. No interruption in power occurred during investigation. There was no damage, defect or contamination of the pump¿s interior components.